Event description:
It was reported that the patient presented in-patient at the hospital. Upon device interrogation, the implantable cardioverter defibrillator was found in backup mode. Premature battery depletion was suspected. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported field event of backup operation was confirmed. The numerous high voltage charges performed in a short period of time by the device, resulted in resets from the high voltage controller integrated circuit. This caused the device to enter into backup mode. After the device was restored from backup mode, functional testing was normal. A longevity calculation was performed and found the battery depletion to be normal.